Manufacturer narrative:
(B)(4). Failure event observed during analysis. Analysis confirmed premature battery depletion in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.